Event description:
It has been reported to philips that fluoroscopy failed intermittently when using the wired footswitch. The examination was completed with another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a procedure and was delayed and completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the flouro was failed when the wired foot pedal was pressed. Upon inspection, fse determined the error messages related to the switches in the foot pedal not working correctly. The fse replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.